Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for a dissecting aortic aneurysm using the gore® tag® conformable thoracic stent graft with active control system (ctag). The half deployment of the ctag was completed, and the procedure proceeded to full deployment. However, fluoroscopy revealed that approximately 2 cm at the distal end of the endoprosthesis had not fully expanded. After full deployment, the angulation control function was not used, and the red-lock wire handle and the angulation assembly handle were removed without resistance. A balloon catheter was then used to gently and slowly touch up the area where incomplete expansion had occurred. After confirming adequate expansion, the procedure was completed.